Event description:
It was reported that the right ventricular (rv) lead and the left ventricular (lv) lead had high thresholds. The rv and lv leads were capped and replaced. It was also reported that the device had premature depletion due to the high thresholds on the rv lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted: (B)(6) 2015. (B)(4).